Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection or hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient reported that her blood glucose reached 400mg/dl while wearing the pod between 36 and 48 hours. Upon removal, she noticed the area was red and became painful afterwards. She was sent to the ICU after visiting an endocrinologist and going to the hospital. The patient was diagnosed with a bacterial infection. She was treated with IV antibiotics and prescribed antibiotic pills.